Event description:
It was alleged that during an infusion with a pt the pump changed rates. It was noted that the rate was programmed at 42ml/hr and after 1 hour was noted to be infusing at 500ml/hr. There was no pt consequence.